Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent breast cancer extirpation on (B)(6) 2015 and reservoir was attached to a drain. During the procedure, negative pressure did not activate and the reservoir did not inflate. There were no adverse patient consequences reported.